Event description:
Per the surgeon's report, this pt experienced changes in hearing performance levels since 9/2005. In 2005, the pt presented in the physician's office with obstructing ear wax. After removal of the wax, part of the electrode array was visible in the ear canal. An xray confirmed that the device had slipped out of the cochlea. An explantation/reimplantation surgery will be performed in the near future (date unk).